Event description:
It was reported that the gastrointestinal videoscope had a defective air/water supply. This was found during preparation for a diagnostic procedure. The intended procedure was completed and there was no report of patient harm. The device was returned, evaluated, and a foreign object was clogging the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
E1) establishment name: (B)(6). The device was returned to olympus for evaluation of the reported issue. It was found that the air/water supply volume and the water removal ability did not meet the standard value due to clogging of the nozzle. In addition to a foreign object found clogging the nozzle, other evaluation findings are as follows: the bending angle in the up direction and the play of the upward/downward knob were not within the standard value due to wear of the angle wire; the adhesive on the bending section cover was chipped, and cracked with a white clouded area; switch#1 had a cut; the adhesive around the objective lens was peeled and had a white clouded area; the light guide lens had a crack; the adhesive around the light guide lens was peeled and had a white clouded area; the plastic distal end cover, switch#3, and the connecting tube were scratched; the indication on the suction connector was peeled; and the connecting tube had a wrinkle. The foreign material found has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, and sterilization process as follows: the device was cleaned, disinfected, and sterilized before it was sent in for repair. The customer has no idea about the nature of the foreign material. There was no delay in the start of the precleaning but is unknown if there were any abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water and air and wiped/brushed the air/water nozzle with clean lint-free cloths, brush, or sponges. The customer also flushed the air/water nozzle channel with the detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material could not be determined. As the methods for procedure in line with the reprocessing manual below, we determined the suggested event can be detected / prevented. The instruction manual operation manual ¿evis lucera gif/cf/pcf type 260 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿evis lucera gif/cf/pcf/sif type 260 series, chapter 3 cleaning, disinfection, and sterilization procedures¿ describes the methods for prevention. Olympus will continue to monitor the field performance of this device.